Event description:
Infection was reported. It was further reported that non-sustained ventricular tachycardia episodes and oversensing were observed. The lead was removed. No further patient complications have been reported as a result.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn, the outer tubing overlay was breached cut and there was apparent explant damage.